Manufacturer narrative:
(B)(4)

Event description:
It was reported that the lead exhibited high, out of range capture thresholds and an increase in pacing lead impedance when the patient presented at the clinic for a routine check. The lead was capped and replaced during a normal device change out. The patient was stable post procedure.